Manufacturer narrative:
Our investigation included a review of the device history record, and we reconfirmed that all processes were conducted as required, and that the device met inspection requirements prior to packaging and release. The specific cause of the metal shavings could not be determined at this time. Due to the lack of information surrounding the incident, medline renewal does not have enough information to determine the root cause of the failure. The customer confirmed that no adverse patient consequence or medical intervention was required as a result of the incident. However, in an abundance of caution, medline renewal is filing this medwatch report. Device not returned for evaluation.

Event description:
Medline renewal received a report indicating that a reprocessed stryker formula aggressive plus cutter left metal shavings in the patient during a shoulder arthroscopy procedure. No adverse patient consequence was reported as a result of the incident.